Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, during preparation for the emr; upon opening the package, they performed a functional check and the sheath was detached from the handle. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare has detached, also the strain relief and the catheter at the proximal section are bent. Functional testing could not be performed due to flare detachment. The complaint that the sheath detached from the handle was confirmed. Manipulation of the device during preparation likely produced the bends found in the catheter. The flare detachment can be caused when a device with a kinked/ bent catheter is actuated. Resistance can be encountered due to the friction between the wire and the catheter, and if an extra force is applied in order to extend the loop, the catheter flare may separate from handle. Therefore, the most probable root cause of this reported event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, during preparation for the emr; upon opening the package, they performed a functional check and the sheath was detached from the handle. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.